Event description:
A report was received that the patient underwent a lead revision due to abdominal pain after permanent implant procedure. The physician indicated that he was not sure if the pain was procedure or other non-device related medical issues. The lead was successfully repositioned and the patient is reportedly doing well.